Manufacturer narrative:
Insulin pump was received with operating currents within specification. Insulin pump passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected replace battery alarms were noted during testing. The power management tool confirmed pump error, power loss and low battery alarms were triggered when backup battery loaded was less than 3.5v for four consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. Insulin pump was received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. Insulin pump was received with cracked case on the back at the battery tube area and battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had battery issues. It was reported that the customer's blood glucose was unknown at the time of incident. It was reported that the insulin pump went through battery within four hours. It was reported that the battery cap was okay. The insulin pump was returned for analysis.